Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pumps, the pump exhibited cassette not detected error when there was 20ml or less of the volume left to infuse. No patient injury reported.